Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a puncture closure in an unspecified vessel was attempted using two prostar xl devices after an unspecified procedure. Reportedly, unknown device failures occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator not trained in the use of the prostar xl device. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles and sutures were not returned for analysis. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the prostar xl instructions for use states that this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that suture placement in the right common femoral artery was attempted with prostar xl devices, using a pre-close technique, via a 5f cordis sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both prostar xl devices, the handle of the prostar xl could not be pulled back; it was stuck. The tavi procedure was completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is not trained in the use of the prostar xl device. No additional information was provided.